Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/20/2019. Additional h3 investigation summary: an empty opened overwrap packet, a labeled winding former with a detached needle and a needle/suture tangled of product code w8807, lot # mlh519 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area present damage and marks by use of a surgical instrument, and the edge of the barrel hole could be observed flat. The end of the suture was observed cut and damaged appear to be by use of a surgical instrument. Per the condition of the sample received, the assignable cause of the pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was easily detached from the needle. There were no adverse patient consequences. No additional information was provided.